Event description:
It was reported that the physician was using an endeavor resolute rx drug eluting stent to treat a lesion in the rca exhibiting 95% stenosis in the distal section and tortuosity and calcification in the proximal section. During the surgery, the lesion was pre-dilated three times at 12atm for a total duration of 30 seconds, 50% stenosis remained after the dilatation. An attempt was made to position the stent, but the device could not cross the lesion due to the tortuosity and calcification. The physician removed the device and found it was damaged. The physician used other brand of product to complete the surgery. There was no patient injury reported. Evaluation summary the distal tip was flared. The 1st and 2nd proximal stent segments were raised and deformed. The 6th, 8th and 9th proximal segments were deformed with struts partially raised. The remaining segments were intact. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation: results - inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (stenosis, tortuosity and calcification). Deformation problem. Evaluation: conclusion - known inherent risk of a procedure (stent deformation). Device failure related to patient condition (stenosis, tortuosity and calcification). (B)(4).